Event description:
Event description cpi received information that during a routine follow-up appointment a message was displayed on the programmer indicated a possible device malfunction occurred. A fault code indicating the implantable cardioverter defibrillator (ICD) could not charge within 45 seconds was also observed.